Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for multiple back operations. It was reported that at the end of the call the patient mentioned that they had non-rechargeable systems and issues with lead migrations and had to have revisions. The lead migrated during the ins replacement surgery. The healthcare provider removed the wire and then they had difficulty putting it back in. Their doctor said that their back was really messed up, like a jigsaw puzzle. The patient didn't answer clarifying questions regarding the event. No further complications reported.